Event description:
A percutaneous procedure was done and an angio-seal device was used to seal the arteriotomy. Five days later the patient experienced an allergic reaction of swollen lips and difficulty swallowing. The patient was treated with steroid medication (type and dose unknown) and recovered to "normal." The physician stated the delay in symptoms may not indicate the cause to be the angio-seal device. The patient had no known allergies)